Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that arteriotomy closure of the mildly calcified right and left common femoral arteries (rcfa and lcfa) was attempted using proglide devices after an angioplasty procedure. Reportedly, after use of an 8f sheath in the rcfa, when the plunger was being removed, there was no suture for two proglide devices. Another proglide was used in attempt to achieve hemostasis in the rcfa; however, non-pulsatile blood flow was noticed. Another proglide was used and achieved hemostasis at the access site. After use of a 6f sheath in the lcfa, the first proglide attempted had no suture with plunger removal. Another proglide was used to achieve hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.